Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. Customer reported that they ran operational tests and had the unit cycle for an extended period of time. During that time the unit showed no defects or issues. Unit is working normally. The customer returned the unit to service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating unit had high pressures. There was no patient involvement.